Event description:
It was reported by repair work order that the foot section was unstable due to broken weldments. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Conclusion: parts on order.